Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was blood observed in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm proximal of the proximal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and mildly calcified forearm shunt vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 10 atm upon first inflation for 30 seconds. The procedure was completed with another of the same device. No complications reported and patient's condition is good.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and mildly calcified forearm shunt vessel. A 5.00 mm/2.0 cm/50 cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 10 atm upon first inflation for 30 seconds. The procedure was completed with another of the same device. No complications reported and patient's condition is good.